Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functioning and its electronic control unit (ecu) and motor were faulty. It was further determined that the device failed the following pre-tests: check function and direction of rotation, check function with test hand switch and check function with foot pedal. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported from (B)(6) that the after plugging the electric pen drive device to the electric socket the device ran continuously. The electric pen drive device was in use with the cable device and hand switch device. The event did not occur during a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.